Event description:
On (B)(6) 2025, the user was hospitalized for diabetic ketoacidosis with a bg of 401 mg/dl after reporting that the ilet cartridge was leaking insulin from the back of the cartridge into the device chamber, preventing insulin delivery. The user was treated with exogenous insulin at the hospital and discharged on (B)(6) 2025. The user¿s report history indicated frequent pump pauses and dosing stops, suggesting possible maladaptive use of the ilet.